Manufacturer narrative:
(B)(4). Implantation in 2016. Additional concomitant medical products: unk stem, unk head # item d136513000c lot d15122327, trabecular metalâ¿¢ acetabular revision shell # item 00700005220 lot 62645118. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00115. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision procedure approximately two years post-implantation due to dislocation, metallosis, disassembly of the head from the stem, strong wear of the stem, and cement fragments in periarticular soft tissues. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. X-ray confirmed that the dislocation and the head disassociated with the stem. The inclination of the cup was measured as 75.45 degrees. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.